Manufacturer narrative:
A1 - a3: patient information recorded. B3: event date recorded. B5: updated with additional information. Evaluation results: the investigator turned the pump on and charged the clock battery for 3 days. This was the only product problem that was identified during the device evaluation. The customer's suspicion regarding an internal battery issue was therefore confirmed. The investigator loaded software version 3, and calibrated the sensors. The pump then passed all the functional and delivery tests.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump shut down and lost the programming. The reporter indicated that it's possible that the issue is due to an internal battery issue. There were no injuries or adverse events reported. It was further reported that the product problem occured during patient use. The product problem did not result in any adverse health effects. The outcome of the event was described as "resolved."

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump shut down and lost the programming . The reporter indicated that it's possible that the issue is due to an internal battery issue. There were no injuries or adverse events reported.